Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used to be used during a biliary drainage procedure on a male patient. According to the complainant, during preparation, the stent was noted to be flattened prior to unpacking. Resistance was felt when attempting to retract the inner sheath and the guidewire would not come out of the rx port. This device was not used, and the procedure was completed with another rapid exchange biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.